Event description:
It was reported that during a lothrop procedure, a high speed curved diamond bur broke after less than 5 minutes of use. The handpiece was set at 12,000 rpm on forward mode. The inner shaft of the bur broke at the distal end and was contained in the outer shaft. There was no patient injury. On (B)(6) 2013, the surgeon reported that during post-op exam, he realized the patient¿s nose had been burned during the initial procedure and the patient had developed keloids.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Evaluation revealed that the spiral wraps were broken 2-5/8 inch from the tip which corresponds to the start of the proximal side of the radius. When viewed under magnification, there were no signs of misuse/mishandling. The break point was twisted and the direction of the twist indicates the device broke in a clockwise/forward direction. The spiral wrap measured 0.118 at its highest point, the drawing calls out a 0.111 inch dimension which does not carry any tolerance because it is only reference. The inner diameter measures 0.125 inch at the distal end [using the outside diameter as reference] the diameter reduces by 0.008 inch in the radius; this information indicates the inner diameter would have measured approximately 0.117 inch in the radius at its smallest point. The inside diameter of the outer tube assembly shall be 0.125+-.001 in an unbent condition however, there is no tolerance for the inside diameter after the radius is added. With the spiral wrap measuring up to 0.118 inch and the inside diameter of the outer tube measuring approximately 0.117 inch; the information indicates an interference fit between the components which caused the breakage. Note: there are wear marks at the high point of the spiral wrap which is evidence that the interference was present during use. Based on the above observations, the underlying cause is consistent with, manufacturing / production of the device.

Manufacturer narrative:
Age at time of event: (B)(6). Sex: female. Weight: (B)(6).